Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge to resolve the issue. Customer's blood glucose was 130 mg/dl.